Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the lad to treat a bifurcation lesion. When stenting the target lesion (mid lad), the patient suffered a plaque shift into the 1st diagonal. The event was treated with a medtronic stent and kissing balloon intervention. The investigator assessed that the event as not related to anti-platelet medication, but has a causal relationship to the index device. The event is resolved.

Manufacturer narrative:
The adverse event term was updated to coronary artery plaque shift. The investigator assessed the event as probably related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A second resolute onyx des was implanted for target lesion treatment during the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure, one resolute onyx des was implanted for target lesion treatment, and not two as previously reported. If information is provided in the future, a supplemental report will be issued.